Manufacturer narrative:
(B)(4): testing was unable to duplicate the reported unresponsive keypad issue. All buttons respond to presses appropriately. The keypad was removed and no damaged or misaligned contacts, or evidence of contamination found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 alleging that all the keypad buttons and the audio bolus started responding intermittently with delayed response the week prior to the call. The patient stated that there was no known trauma or moisture to the pump. The pump was reportedly worn on a belt attached to a case and cleaned with a damp cloth. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged keypad button which remained unresolved.